Manufacturer narrative:
The involved cryoprobe has not been returned for an evaluation. Based upon similar reported events, it appears that the accessory's failure was due to its high-pressure tubing encountering a pull force that caused it to become dislodged. Due to the internal breach, the co2 gas pressure reached such a level in its outer tubing that the cryoprobe ruptured. The cryoprobe lot is a part of an expanded recall. Current cryoprobes now include a component that mitigates the possibility of rupture. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. If the device is returned and examined, and another determination is made as to the cause(s) of the rupture, a follow-up MDR will be filed.

Event description:
It was reported that an incident occurred with the flexible cryoprobe during testing (note: an attempt was made to obtain tissue samples from a patient, but they were unsuccessful, so the cryoprobe was tested for functionality.). The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: not provided) and an ion robot. The unit was at 54 bar. No information was provided regarding any other accessory being used in the procedure. Per the account, the cryoprobe ruptured during testing. There was no report of any injuries.